Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The catheter was returned and a new indeflator was used in an attempt to pressurize the catheter, but the balloon would not pressurize. The catheter was left pressurized in a water bath overnight to dissolve the contrast and the analysis confirmed that there was a longitudinal rupture in the balloon above the distal marker. Scanning electron microscopy (sem) concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. Two longitudinal leaks were found on the distal end of the balloon along fold creases on the outer surface. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this could not be confirmed. No patient anatomical information was provided which may have aided in the investigation. It was noted that the balloon was not submerged during preparation of the device, which can contribute to balloon ruptures. It should be noted that the product instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Balloon material ruptures resulting in an inflation issue (failure to inflate) can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. A definitive cause for the reported balloon rupture along the fold and damage noted could not be determined.

Event description:
It was reported that during a right coronary artery interventional procedure, the trek balloon was taken to the lesion and inflation was initiated; however, the balloon would not hold pressure. The device was removed and was noted to have a hole in it. Additionally, it was reported that the balloon was not submerged during preparation. There was no adverse patient sequela reported. The procedure was completed successfully with another trek balloon. Although requested, there was no additional information provided.